Event description:
The user received a discrepant creatinine result for one pt sample. The initial result was 68 umol per l and was reported. The doctor didn't agree with the results and asked for the sample to be repeated. The same barcoded sample was repeated with the results of 194 and 192 umol per l. No info was provided to determine if the pt was treated based on initial result. If add'l info is provided, appropriate notification will be provided.